Event description:
Customer reported erroneous high basophil test results were obtained when using a unicel dxh 800 coulter cellular analysis system. The problem had been intermittent on approximately twenty patient samples over an estimated two week period of time prior to contacting beckman coulter, inc. Erroneous test results were not reported out of the laboratory. The operator questioned the results due to user-defined flags. Correct test results were obtained by retesting the samples on a different unicel dxh 800 coulter cellular analysis system. Quality control was run before and after the event, and was within specifications. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) replaced the drain valve and lines; all sample lines for the diff from mix chamber to dv (distribution valve), all red dot check valves (cvs), and the diff lyse pump. The fse determined the amtc (air mix and temperature control) module cvs caused the problem. Prior to changing the amtc module cvs, the total diff count was at 50,000. Since changing the cvs, the total diff count is at 8192 which is normal. The fse has been monitoring the account and there have been no additional occurrences reported as of (B)(4) 2012. Probable cause of erroneous results is attributed to the amtc module cvs that were replaced. Product labeling was evaluated. Unicel dxh 800 coulter cellular analysis system instructions for use, (B)(4): beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter, inc. Suggests using all available options to optimize the sensitivity of instrument results. All options include: codes, flags, reference range limits, action limits, critical limits, delta checks, definitive messages, system messages, suspect messages, status and exception messages, decision rules. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message. This is one of two events reported by this customer. The related mdrs are: 1061932-2012-00597 and 1061932-2012-00696.